Event description:
The pt performed a blood glucose test on the suspect device and the result was 266mg/dl. Pt then administered 200 units of 70/30 insulin. Pt ate a big breakfast and took a 2.5 mile walk. Pt then went to the shopping mall, where, pt felt disoriented. Pt began to drive back home and had a car accident by hitting parked cars. His blood glucose read 27mg/dl on the emergency medical techician's device. Pt was given a glucose IV and taken to the hospital. Pt's blood glucose was 126mg/dl on the hospital's devcie. Pt injured their arm in the accident.